Event description:
It was reported that during a gastrectomy procedure, stapled and cut only half of the anastomosis. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Event description:
.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Did the device partially fire? Yes. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? What color reload? Anastomosis, white, 2.0. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) the technic was normal in gastrectomy and didn't use purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Manual. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Yes. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Such crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device?yes, 3 1/5. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Yes. Did the operation change significantly as a result of the device issue? Yes. What is the patients age and sex? (B)(6) men. Did a hcp other than the primary surgeon fire the instrument? If so, whom? No, the surgeon was who fired. Was there a recent conversion to ees devices in this account or with this surgeon? Yes.